Event description:
Routine complaint investigation when a consumer reported receiving a low reading of 173 mg/dl on the precision qid blood glucose monitor compared to a laboratory value of 249 mg/dl. The values, when plotted on a clarke error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.